Event description:
The implantable neurostimulator (ins) pocket had a sore and the ins was eroding through the skin; it was unk if there was an infection. The ins was replaced. There was reported to be no pt injury.

Manufacturer narrative:
(B) (4). The implantable neurostimulator (ins) has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.